Event description:
It was reported that the patient presented for a system implant. The right atrial lead exhibited noise upon initial positioning through pacing system analyzer testing. Continued noise was noted with different lead positions. No other electrical anomalies were noted. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.